Event description:
It was reported that the system 2800 uroview was unable to save images to the hard disk. There was no adverse patient involvement reported. There was no patient info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the hard disk was defective and was replaced. The software was reloaded. The system was tested and found to be working as intended and placed back into service.